Manufacturer narrative:
Changed device code from "break" to "material twisted/bent" trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed on both the handle as well as the jaws. Blood and charred tissue were observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and the tip. The silicone insulation on the cold jaw appears to be peeled on the tip and is exposing the metal inside portion of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure mode "material twisted/bent; wire" and the analyzed failure mode: "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vh-3000 vasoviewhempro cautery tip broke when opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vh-3000 vasoviewhempro cautery tip broke when opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.